Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer stepped on the pump and the touch screen became shattered. The touch screen initially was illuminated but eventually the touch screen went black. Customer's blood glucose was 278 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.